Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis the primary failure of bipolar yaw pulley thermal damage. There was no damage found to the conductor wire. Electrical continuity was performed and passed. No damage to the conductor wire was observed. A review of the provided image showed the monopolar curved scissors (mcs) instrument distal end appears to be making contact with the bipolar instrument distal end. If the energy was activated on the mcs while in close contact with the bipolar instrument, it is a likely cause of the bipolar yaw pulley thermal damage on the outer surface of the pulley.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/lymphadenectomy surgical procedure, arcing was observed between the maryland bipolar forceps (mbf) instrument and a monopolar curved scissors (mcs) instrument, generating a burn in the isolated part of the maryland bipolar forceps (mbf). Reportedly, the electro surgical unit (esu) energy levels settings are the same as all cases before without any issues. No physical or thermal damage was identified on the mcs instrument with tip cover accessory. The procedure was completed with the same instrument with no reported patient injury.